Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on an emergency room (ER) patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) was valid at the time of sample processing. Siemens remotely reviewed the instrument data and observed air and liquid values of std a and std b, calibration, dilution check correction factor and pump rate, which were within the normal range. The siemens remotely assisted the customer to install new x-tubing, rechecked the pump rate and was lower than the normal range, the customer moved the x-tubing from top to middle position on pump rollers, adjusted the pressure foot with pump rate, ran qc and qc precision, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the system, found loose electrical connector (j55t pin) of solenoid valve of integrated multisensor technology (imt) diluent pump, which was not allowing proper amount of diluent to imt port, reseated the connection. Siemens evaluated the event and observed no variation in pressure difference between the samples and hil (hemolysis, icteric and lipemia) index results, indicating no issue with sample integrity or short sample. Siemens concluded that the loose j55t pin of solenoid valve of imt diluent pump, which was corrected by reseating the connection potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on an emergency room (ER) patient sample on a dimension exl with lm integrated chemistry system. The erroneous result was reported to the physician(s), who questioned the result. The patient was treated because of the low na result and the next day, a new sample was drawn and was processed on the original system. The redrawn sample result recovered higher than the erroneous result and was considered correct. Then, the original sample was repeated on the original system and the results recovered higher than the erroneous result. The repeat result matched the patient¿s clinical history. The repeat result was considered correct and was reported to the physician(s). Then, the patient was discharged based on the correct na result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.